Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Reportedly, "low vaulting was detected soon after implantation, patient was monitored closely. Now the doctor decided to perform an exchange into a larger lens length." Lens remains implanted and an exchange is planned. If any additional information is received, a supplemental medwatch report will be submitted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
A4-a6:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).